Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The surgeon is: (B)(4). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Block h2: block b5, a2, a3, d6b, d7a, h6 have been updated based on additional information received on august 18, 2022. Correction: block b2 outcomes attrib to adv event has been corrected. Block b3 date of event: the exact event onset date is unknown. The provided event date of january 10, 2020 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). The explanting surgeon is: dr. (B)(6), (B)(6) medical center. Block h6: patient code e1405, e1311, e2330, e1309 capture the reportable events of dypareunia, irritative voiding symptoms, pain and urinary retention. Impact code f1903 and f2303 capture the reported events of mesh removal and medication required. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient experienced an unspecified injury. Boston scientific received additional information on august 18, 2022, as follows: it was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during a transobturator tape procedure and cystoscopy procedure performed on (B)(6) 2020 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure quite well and left the operating room in satisfactory condition. The patient called the doctor on (B)(6) 2020, complaining of bladder fullness and pressure. The patient was told to go to the emergency department if the situation felt urgent, or to come to the clinic the next day or two. Furthermore, the patient arrives to the clinic with her symptoms mostly resolved. She is able to urinate and is not experiencing any leaks. The patient's bladder pressure allegedly improved on (B)(6) 2020. However, the patient may now experience urge incontinence, and the doctor will decide whether vesicare can help the patient deal with the incontinence. On (B)(6) 2020, the patient reports that she is still leaking postoperatively. She also complained about urinating at least twice during the night, as well as the frequency and feeling of incomplete emptying. According to reports, the patient is taking vesicare 10 mg daily, which she tolerates well. Furthermore, the patient suffers from ongoing major depression and anxiety. According to reports, the patient has overactive bladder as well as some stress incontinence with hypermobility of her urethra, and the transobturator tape is not helping her. Furthermore, the surgeon mentioned that they will investigate the burch method as alternative to an open treatment. The patient was recommended to continue her vesicare for the time being. The patient came to the clinic on (B)(6) 2020, because of urine incontinence. The patient claims that she has a lot of urine flowing down her legs. According to the patient, walking causes a significant amount of urine to stream down her legs, and she goes through a couple of pads per day. She also urinates every 2 hours throughout the day and 3 times at night. The patient wants to completely empty her bladder, but she occasionally needs to sit on the toilet for a while before she feels empty. She also had urge urine incontinence a few times per week. Every day, the patient is said to drink 64 ounces of water and 16 ounces of iced tea. She is still taking vesicare 10 mg on a regular basis. The patient also suffered dyspareunia, which was reportedly caused by her most recent surgery. Furthermore, the incisions are healed during inspection, but the transobturator tape is palpable and not very proximal, almost at the bladder neck. On (B)(6) 2020, the patient underwent a transvaginal removal of mesh and cystourethroscopy to address her stress urinary incontinence, irritative voiding symptoms, pelvic pain, and dyspareunia. During the surgery, examination under anesthesia revealed the above findings with a very proximal prior mid-urethral sling. The only parts of the sling that were really palpable were the arms -- very little palpable suburethrally. Cystourethroscopy was performed with symmetric bilateral orthotopic ureteral orifices and no evidence of mesh in either the bladder or the urethra. Cystoscopy was otherwise normal. A vertical midline incision was made in the anterior vaginal wall after injecting half of the lidocaine with epinephrine. The incision was taken from approximately 1 cm from the urethral meatus, 3 cm proximally. Unfortunately, there was no discernible mesh in this plane. Thus, they made a separate incision in the left vaginal fornix where they were able to identify one of the transobturator mesh arms, and they made a separate horizontal incision along the mesh arm. The doctor dissected this plane until they were able to identify the blue mesh arm. Using a combination of blunt and sharp dissection, they dissected the mesh medially and were able to meet up with their prior incision, creating an inverted u incision on the vagina. The left mesh arm was dissected to the level of the inferior pubic ramus and incised with mayo scissors, transecting the left mesh arm. Attention was then turned to the right mesh arm, which took a proximal course towards the bladder but was never involved in the bladder. The mesh was dissected with metzenbaum scissors and taken to the level of the right inferior pubic ramus. Once it was free of surrounding tissue, it was transected with mayo scissors. A total of 5--6 cm of mesh was removed. In addition to being very proximal, the mesh appeared to have folded on itself. Repeat cystoscopy confirmed no injury to the bladder or the urethra and bilateral ureteral jets were visualized. The deep space was closed with interrupted 3-0 polysorb sutures. There was some bleeding noted in the bilateral obturator spaces and gelfoam was inserted with good hemostasis. The vaginal epithelium was closed with 2 separate running 3-0 polysorb sutures. The foley catheter was reinserted and vaginal packing was placed, which will be removed in the recovery room. The patient tolerated the procedure well and was transferred to the recovery room in a stable condition. According to reports, the patient's recovery has been notable for persisting stress urine incontinence symptoms. However, leakage with movement has improved slightly. Her pain has greatly decreased when the mesh was removed. Furthermore, the patient has not yet attempted intercourse. Her urgency and incontinence are nearly the same, occurring twice a day. Vesicare is still being administered to the patient. On (B)(6) 2021, the patient reported incontinence with mixed symptoms. It was reported that the patient had a removal of mesh five weeks prior to this visit. Reportedly, the patient is scheduled for tension-free vaginal tape and cystoscopy on (B)(6) 2021. The patient presented with stress urine incontinence on (B)(6) 2021. She had previously removed a transobturator midurethral sling that caused significant pain and urinary urgency symptoms. She developed recurring stress urinary incontinence after removing her previous transobturator sling and hence wished to proceed with another retropubic mid-urethral sling. She does, however, have chronic pelvic pain and dyspareunia. Prior to using this new non-bsc mid-urethral sling, the patient was supposed to undergo pelvic floor physical therapy in order to resolve her chronic pelvic pain but was unable to due to lack of insurance coverage. The patient was said to have tolerated the procedure well and was brought to the recovery room in stable condition. Since the surgery, the patient has had any urinary incontinence and was very happy with this aspect. She also has not had any recurrence of pain. Unfortunately, she does think her urinary urgency is worse. She also notes that she has to position herself differently on the toilet to void. The patient is on mirabegron to help the patient with urge urinary incontinence.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2020 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6). The explanting surgeon is: dr. (B)(6) .(B)(6). Block h6: patient code e1405, e1311, e2330, e1309 capture the reportable events of dyspareunia, irritative voiding symptoms, pain and urinary retention. Impact code f1903 and f2303 capture the reported events of mesh removal and medication required.

Event description:
It was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient experienced an unspecified injury. Boston scientific received additional information on august 18, 2022, as follows: it was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during a transobturator tape procedure and cystoscopy procedure performed on january 10, 2020 for the treatment of stress urinary incontinence. Reportedly, the patient tolerated the procedure quite well and left the operating room in satisfactory condition. The patient called the doctor on (B)(6), 2020, complaining of bladder fullness and pressure. The patient was told to go to the emergency department if the situation felt urgent, or to come to the clinic the next day or two. Furthermore, the patient arrives to the clinic with her symptoms mostly resolved. She is able to urinate and is not experiencing any leaks. The patient's bladder pressure allegedly improved on (B)(6), 2020. However, the patient may now experience urge incontinence, and the doctor will decide whether vesicare can help the patient deal with the incontinence. On (B)(6), 2020, the patient reports that she is still leaking postoperatively. She also complained about urinating at least twice during the night, as well as the frequency and feeling of incomplete emptying. According to reports, the patient is taking vesicare 10 mg daily, which she tolerates well. Exam revealed urine leaking with cough and that the transobturator tape was intact and taut, though the urethra was still hypermobile. Catheterization showed minimal residual volume. According to reports, the patient has overactive bladder as well as some stress incontinence with hypermobility of her urethra, and the transobturator tape is not helping her. Furthermore, the surgeon mentioned that they will investigate the burch method as alternative to an open treatment. The patient was recommended to continue her vesicare for the time being. The patient came to the clinic on (B)(6), 2020, because of urine incontinence. The patient claims that she has a lot of urine flowing down her legs. According to the patient, walking causes a significant amount of urine to stream down her legs, and she goes through a couple of pads per day. She reported urgency and frequency which she had prior to surgery. She also urinates every 2 hours throughout the day and 3 times at night. The patient wants to completely empty her bladder, but she occasionally needs to sit on the toilet for a while before she feels empty. She also had urge urine incontinence a few times per week. Every day, the patient is said to drink 64 ounces of water and 16 ounces of iced tea. She is still taking vesicare 10 mg on a regular basis. The patient also suffered dyspareunia, which was reportedly caused by her most recent surgery. Furthermore, the incisions are healed during inspection, but the transobturator tape is palpable and not very proximal, almost at the bladder neck which may be why it has been ineffective for treating her stress urinary incontinence. On (B)(6), 2020, the patient underwent a transvaginal removal of mesh and cystourethroscopy to address her stress urinary incontinence, irritative voiding symptoms, pelvic pain, and dyspareunia. During the surgery, examination under anesthesia revealed the above findings with a very proximal prior mid-urethral sling. The only parts of the sling that were really palpable were the arms -- very little palpable suburethrally. Cystourethroscopy was performed with symmetric bilateral orthotopic ureteral orifices and no evidence of mesh in either the bladder or the urethra. Cystoscopy was otherwise normal. A vertical midline incision was made in the anterior vaginal wall after injecting half of the lidocaine with epinephrine. The incision was taken from approximately 1 cm from the urethral meatus, 3 cm proximally. Unfortunately, there was no discernible mesh in this plane. Thus, they made a separate incision in the left vaginal fornix where they were able to identify one of the transobturator mesh arms, and they made a separate horizontal incision along the mesh arm. The doctor dissected this plane until they were able to identify the blue mesh arm. Using a combination of blunt and sharp dissection, they dissected the mesh medially and were able to meet up with their prior incision, creating an inverted u incision on the vagina. The left mesh arm was dissected to the level of the inferior pubic ramus and incised with mayo scissors, transecting the left mesh arm. Attention was then turned to the right mesh arm, which took a proximal course towards the bladder but was never involved in the bladder. The mesh was dissected with metzenbaum scissors and taken to the level of the right inferior pubic ramus. Once it was free of surrounding tissue, it was transected with mayo scissors. A total of 5--6 cm of mesh was removed. In addition to being very proximal, the mesh appeared to have folded on itself. Repeat cystoscopy confirmed no injury to the bladder or the urethra and bilateral ureteral jets were visualized. The deep space was closed with interrupted 3-0 polysorb sutures. There was some bleeding noted in the bilateral obturator spaces and gelfoam was inserted with good hemostasis. The vaginal epithelium was closed with 2 separate running 3-0 polysorb sutures. The foley catheter was reinserted and vaginal packing was placed, which will be removed in the recovery room. The patient tolerated the procedure well and was transferred to the recovery room in a stable condition. According to reports, the patient's recovery has been notable for persisting stress urine incontinence symptoms. However, leakage with movement has improved slightly. Her pain has greatly decreased when the mesh was removed. Furthermore, the patient has not yet attempted intercourse. Her urgency and incontinence are nearly the same, occurring twice a day. Vesicare is still being administered to the patient. Frequency may be slightly worse. Exam revealed that the surgical site was healing well. There was some pelvic floor muscle spasm and some tenderness, and the patient was diagnosed with high tone pelvic floor dysfunction. The patient was catheterized and a urine sample sent for urinalysis and culture given the increased frequency. The patient was advised to stop vesicare and start myrbetriq. She was also recommended to start pelvic floor physical therapy (pfpt) to treat residual pain and muscle spasm. The plan was for repeat midurethral sling once her pain was fully resolved. On (B)(6), 2021, the patient underwent retropubic midurethral sling (gynecare tvt) placement and cystoscopy for mixed urinary incontinence. The patient was supposed to undergo pelvic floor physical therapy prior to this procedure in order to resolve her chronic pelvic pain but was unable to due to lack of insurance coverage. The patient noted that her pelvic pain had significantly improved and wanted to proceed with the procedure. The patient was advised that her pelvic pain may persist or worsen after sling placement, and she elected to proceed. The patient was said to have tolerated the procedure well and was brought to the recovery room in stable condition. Since the surgery, the patient has not had any urinary incontinence and was very happy with this aspect. She also has not had any recurrence of pain. Unfortunately, she does think her urinary urgency is worse. She also notes that she has to position herself differently on the toilet to void. The patient is on mirabegron to help the patient with urge urinary incontinence. Exam revealed the surgical sites were healing well and pelvic floor muscle spasm seemed to be slightly improved with minimal tenderness to palpation. The sling did not feel too tight and there was not a tight band detected. The impression was healing well from surgery, persistent/worsened urinary urgency, mild incomplete bladder emptying, and persistent mild pelvic floor muscle spasm. The patient was to continue mirabegron, modify fluid intake, and start pfpt. If there is no improvement, then the patient was to undergo urodynamic studies to assess for evidence of obstruction related to the recently placed sling.